Event description:
It was reported that during laparoscopic hepatectomy, clips were loaded smoothly at first. Then, some clips did not come out to reach the jaw tip, and others fell from the jaw. The user gripped the handle as a test loading and ligating outside the patient's body several times , however, the same issue occurred. A new unit was opened to continue the operation. All the fallen clips were retrieved; no clip remained in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800544 was manufactured on 11/26/2018 a total of 288 pieces. Lot was released on 11/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws of the applier. The sample appears used as there is biological material present on the device. An excess buildup of biological material was found in the bottom jaw, which would prevent the clips from loading properly. The indicator clip was in the first position of the channel. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired indicating that there were no clips remaining in the device. The device was returned with only the partially loaded clip remaining indicating that 14 clips were fired by the end user. Although there were no clips remaining for testing, the buildup of biological material would prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. An excess buildup of biological material was found in the bottom jaw, which would prevent the clips from loading properly. Upon functional inspection, the indicator clip fired indicating that there were no clips remaining in the device. The device was returned with only the partially loaded clip remaining indicating that 14 clips were fired by the end user. Although there were no clips remaining for testing, the buildup of biological material would prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic hepatectomy, clips were loaded smoothly at first. Then, some clips did not come out to reach the jaw tip, and others fell from the jaw. The user gripped the handle as a test loading and ligating outside the patient's body several times, however, the same issue occurred. A new unit was opened to continue the operation. All the fallen clips were retrieved; no clip remained in the patient.